Event description:
The customer states that she believes the meter is not working properly because she received a high reading, treated herself, and then started feeling ill and went to the emergency room and received a much lower reading with their meter. The customer stated that within two hours prior to the incident, the customer at a half a sandwich. The customer stated she received a reading of 251. The customer stated she took five units of insulin based on the reading of 251. The customer stated that she then started to feel weird, so she went to the emergency room. At the emergency room, with their blood glucose meter, they tested the customer and received a reading of 41 indicating the customer's blood glucose was low. They gave her graham crackers and apple juice to bring her blood sugar back up. The customer has had her meter for four or more years and stores her meter and strips in the bathroom. Advised customer we don't recommend storing in bathroom or kitchen due to humidity. The customer states she recently had valley fever and is on antibiotics for that. The customer washes and dries hands before testing, uses a new lancet, denies any damage to the meter, and occasionally has trouble getting a blood sample. Based on the incident information provided and that the customer treated herself based on the high reading which she states was incorrect, and incident report was filled out. Replaced meter, strips, sent control solution and return label.

Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the accuracy issue with the reference meter and retained strips from the complaint lot. Firstly, as a result of the control solution test, all results satisfied the acceptable range in both a and b levels. Secondly, the tests were conducted with three types of blood with glucose concentrations adjusted to low, medium, and high concentrations. As a result, all readings satisfied 15 mg/dl or % compared to the standard equipment, and sd and cv also satisfied the acceptable range. Therefore, we confirmed that the product is functioning properly.